Manufacturer narrative:
The investigation of the returned coil system found the implant coil to be separated from the pusher. Inspection of the implant found it to be deformed. No evidence of activation using a detachment controller was found on the pusher's heater coil, and the monofilament had a non-mushroom profile, which is consistent with the implant coil separating due to tensile force.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization was attempted as treatment for an internal carotid artery (ica) aneurysm. During the removal of the incorrectly sized implant coil from a tortuous anatomy, the coil unexpectedly detached. The pusher was removed together with the microcatheter and the implant coil was retrieved with a snare device. There was no reported patient injury.